Event description:
We received a report that while attempting to implant a I-tec pre loaded tecnis intraocular lens (iol) (pcb00 18.5) the iol ''shot out'', injured the iris, caused considerable bleeding which extended the surgery time and caused trauma. The report indicated the surgeon had experience using the device and that the unit was correctly primed with healon. The device was moved to the first mark and then to the second where the audible click was heard. As he inserted the cartrdige in the eye and rotated the plunger, the lens has come out in an uncontrolled manner.

Manufacturer narrative:
Implant and explant dates: not applicable as the device was not fully implanted nor explanted. Initial reporter telephone number: (B)(6). (B)(4). PMA 510(k): this device is not marketed in the us. It is same similar to a tecnis 1 piece iol (zcb00) PMA p980040. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.